Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found on a bd insyte¿ autoguard¿ shielded IV catheter when the button to release the needle was clicked, the "blood just kept on flowing" and wouldn't stop. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
This incident was deemed not reportable. This complaint was opened in error as the customer admitted to using the product in error. The customer received product that they presumed to be the bd insyte autoguard blood control when it was actually the bd insyte autoguard. Therefore when customer was using the product, the error occurred (blood leakage). This initial complaint was deemed reportable and the MDR was submitted to the FDA. A supplemental MDR will be submitted to clarify that the customer admitted to there not being a product quality issue. An investigation will not be completed as there is not a product quality issue. The concern of leakage is due to customer misuse. The customer confirmed they used the incorrect product.